Manufacturer narrative:
Investigational findings and results/method and conclusion codes will be provided in a subsequent submission.

Event description:
The patient was reported to have an infection related to the mitral valve stating, "cath lab report and echo results showed mitral vegetation and large posterior annular abscess." No further patient information available.

Manufacturer narrative:
Additional information: g4, h2,h3, h6, h10. An event of an infection of the mitral valve, with vegetation and annular abscess was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.